Event description:
Pump alarming "upstream occlusion," which appears to occur with high rates of infusion in these pumps. It was determined that the problem with the pump did not contribute to pt's death however, it made the code process less efficient. MFR has made an upgrade to the pump to address this type of situation. Note - no pt injury.